Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.

Event description:
Patient reported "that devices are ruptured" "breast pain that has been increasing over the years" "clinic examination showed deformation of breasts." And "capsular contracture baker grade ii-iii" on the right. Patient later reported "stabbing pain occurs especially when breathing, pain when moving, breathing restrictions and the feeling of not being able to breathe properly, visible deformation of the breast and severe chest pain". The device remains implanted.

Event description:
Patient reported rupture and capsular contracture baker grade ii-iii on the right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii-iii.

Event description:
Patient reported "that devices are ruptured" "breast pain that has been increasing over the years" "clinic examination showed deformation of breasts." And "capsular contracture baker grade ii-iii" on the right. Patient later reported "stabbing pain occurs especially when breathing, pain when moving, breathing restrictions and the feeling of not being able to breathe properly, visible deformation of the breast and severe chest pain". Company representative later reported "capsular contracture baker grade IV". The device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV additional, changed, and/or corrected data: b.5., g.2.